Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had an air leak and displayed an e6 (overheat warning) error code. The device also failed pretests for loctite and cable assessments. It was noted in the service order that the device did not work prior to a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.